Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoidectomy procedure. The circular stapler was used at the end of the mobilization for a colum rectal anastomosis. The knife blade cut but no staples were fired. The space between the cartridge and anvil closed and the green bar was visible in the indicator window. The anvil could not be tilted after firing and the anvil was not bent. This resulted in non permanent tissue damage and temporary injury. In order to resolve the issue and complete the case did a manual anastomosis between the colum part and anal part. The surgical time was extended by thirty minutes or more due to the product problem. The patient outcome is reported as alive, no injury.